Event description:
It was reported that the device was fired and the next clip would come out of the device and fall into the patient. The clips were retrieved from the patient and they used another like device to complete the case with no patient consequence.

Manufacturer narrative:
Date sent: 12/04/2007. Information anticipated, but unavailable at this time.